Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. Performed manual sound test "try it" feature: failed, no audio. Receiver functional tester: failed, audio test. Open receiver case for internal visual inspection: failed, found battery cable connector recess at jp1 main board. Reconnect the battery cable connector at jp1 main board: passed. Perform global receiver communication tool sound test: passed measure the speaker resistance. Speaker resistance within specification, 7.30 ohms. The customer's complaint was confirmed because there is an indication of no audio output. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.